Event description:
Additional information received reported that the patient had recovered from their thoracic replacement wans was receiving effective therapy. At the time of the report, the patient was not going to have the cervical battery replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3986a, lot# n165984, implanted: (B)(6) 2008, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3986a, lot# n138329, implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to charge her lumbar device due to a suspected overdischarge since more than 6 months prior to this report. The cervical implantable neurostimulator (ins) would not perform telemetry either. A physician mode recharge was attempted but was unsuccessful on both the lumbar and cervical ins. It was noted that the implantable neurostimulator recharger (insr) was plugged into the wall during the physician mode recharge attempt and that this would not allow the physician mode recharge to start. An appointment was set for (B)(6) 2014 for further troubleshooting. Five weeks later, it was reported that the patient had her thoracic battery replaced. She had not chosen to do anything with her cervical battery at this time. She was going to reevaluate after she healed from this replacement as to whether or not she would replace the cervical battery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up rep ort will be sent.